Event description:
A malfunction alarm identified as malfunction code 16 was reported, but no notable events occurred prior to this issue. There was no information available regarding any impact on the customer's blood glucose level. To ensure continued insulin delivery, the customer planned to use an alternate backup therapy method known as mdi.